Event description:
Readings were 39 mg/dl and 141 mg/dl within less than 10 minutes on the same meter. In a separate comparison, readings were 24 mg/dl and 132 mg/dl within less than 10 minutes on the same meter. No adverse event alleged. Strips are not available for return.